Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call, the insulin pump had alarmed button error. Alarm occurs when she tries to press the down button. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have cause the device to alarm. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. The insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.